Manufacturer narrative:
The insulin pump was received with minor scratched on display window cover, minor scratched lcd window, cracked keypad at display button, keypad overlay texture damage, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer states the insulin pump had a broken reservoir compartment and broken reservoir tube lip. The insulin pump will be returned for analysis.